Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction and she had mastitis for which she was prescribed antibiotics.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use, verified the correct size breast shield were being used; and verifying no milk backup had occurred. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 12/07/2021, the customer stated that she had flu like symptoms and her left breast was red. She also stated that she went to her doctor and was diagnosed with mastitis and prescribed an antibiotic. In additional follow up with a complaint handler the customer stated that her mastitis is resolved. The device was returned with the customer's tubing, without the customer's additional parts (connectors and membranes); therefore, it was evaluated with a medela lab kit along with the customer's tubing on 12/07/2021 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.